Manufacturer narrative:
Manufacturer's investigation conclusion: no device issues with the centrimag blood pump were reported. It was reported that the circuit was primed and when support was initiated the oxygenator was leaking from the bottom half, refer to the investigation of the returned oxygenator. The centrimag blood pump was reportedly returned because it had been set up for extracorporeal membrane oxygenation (ECMO) use with the returned oxygenator. The centrimag blood pump, lot #l08317-la7, was returned with pieces of tubing connected to the inlet and outlet ports. The other ends of the tubing were connected to the returned oxygenator. Coagulated blood was present throughout the blood pump and tubing. The inlet and outlet ports showed no evidence of damage. Examination of the rotor blades, base, and well revealed no evidence of abrasion or other damage. There was no evidence of slippage between the rotor magnet and rotor body. Following cleaning, the blood pump was connected to a mock circulatory loop with a test 2nd generation centrimag primary console, motor, flow probe, and tubing circuit using a test pressure transducer. The blood pump functioned as intended in accordance with manufacturing specifications. Review of the device history records for centrimag blood pump, lot number l08317-la7 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) is currently available and provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #8: ensure the pump is properly locked into the motor per the instructions for use supplied with the motor. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the pump on the motor, remove the pump from the inner tray and insert the pump into the motor receptacle. Place the bottom of the pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the pump with the fittings on the motor receptacle. Rotate the pump counterclockwise until the pump locks securely into place. Thread the retaining screw clockwise to secure in place. The pump must be fully seated into the receptacle to function properly. The section titled ¿emergency backup equipment¿ states that a backup sterile pump and supplies to prime must be available. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pump was returned as it was being set up for ECMO use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a centrimag pump was returned for unknown reason.

Manufacturer narrative:
A4 - patient weight not provided by customer. B5 narrative information updated. D4: the primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Information about pump speed/flow rate and inlet/outlet pressures was not available. No issues were noted when priming and recirculating the pump prior to initiation of extracorporeal membrane oxygenation (ECMO).